Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precision glide 24x3/4in needle hub had a hole, was cracked/damaged. The following information was provided by the initial reporter translated from portuguese to english: "this morning we had a problem with one of the bd 0.55 x 20mm needle units during the application of the pneumo 15 vaccine to a patient. We ended up missing the dose." In the video attached we can see a hole in the hub.

Manufacturer narrative:
Photos and video received for investigation. Through visual inspection, liquid is leaking through the needle hub, the hub on needle is cracked. A device history review was performed for reported lot 3031391 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
Additional information receive. 1) please clarify what is meant be the patient missed a dose. The fact that I missed a dose was that we were unable to administer the vaccine to the patient because part of the dose was lost in the leaking probe. We had to discard this vaccine and open a new one to administer to the patient. We lost that dose. 2) did the patient received a new dose? Patient received a new dose. 3)was any medical intervention required as a result of this event? No medical intervention was required as the first dose was discarded, and no overdose occurred.